Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery cap threads were stripped. It was reported the battery cap was unable to be removed and there was no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings:the battery cap threads were found to be damaged. The battery cap contact height was found to be out of specification. No power issues were observed during testing.